Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer. 2.1 and 2.2 failed required maintenance. A technical support specialist (tss) dialed into the station by following the knowledge article fstka - windows firewall causing no devices found on bus. The tss requested the user to try and recover the storage space. The user was able to recover the failed hardware icon. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the auxiliary drawers 2.1 and 2.2 failed and was not detected on the bus. The customer attempted to reboot the station, but the entire auxiliary unit failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.